Event description:
It was observed during the device inspection, that the video system center had no signal output when connecting the camera head due to a defective main board. The indicators on the front panel were off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that due to faulty main board, there was no signal output when the camera head was connected. Thus, it was determined that the phenomenon occurred due to faulty main board. Additionally, according to the available information, it was confirmed that the front panel indicators were off. However, there was no information on the cause of why the front panel indicators were off. The root cause could not be identified. Olympus will continue to monitor field performance for this device.